Event description:
It was reported that during a gastric by-pass procedure, the surgeon completed the case with no patient consequence. A few hours later, the patient was taken back into surgery for a lap exploratory procedure and there was no blood in the body cavity. It was determined that there was intraluminal bleeding and blood build up in the jejunum. The surgeon re-opened the jejunum and sutured over the staple line. He also sutured over gastrojejunostomy staple line. The case was completed. No device malfunction. The staple line looked" perfect" when the first surgery was complete. When he went back in, they still looked good. It was the inside of the anastomosis where there was an issue. Patient is home and doing well and expected to have a full recovery.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.